Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0274423, medical device expiration date: 2025-09-30, device manufacture date: (B)(6) 2020. Medical device lot #: 0338639, medical device expiration date: 2025-11-30, device manufacture date: (B)(6) 2020. Investigation summary: it was reported that particulate matter was found inside the packaging. To aid in the investigation, four samples in sealed packaging blisters and eight photos were provided for evaluation by our quality team. A visual inspection was performed and each sample has embedded degraded resin in the syringe barrel. No other defects or imperfections were observed. The eight photos provided show the samples received. The embedded degraded resin in the component typically occurs at the startup/restarts of the injection molding process. A device history record review was completed for provided material number 302830, lot numbers 0274423 and 0338639. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To mitigate these escapes, frequency of inspections were increased. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 3 bd syringes luer-lok¿ tip in lot 0274423, and 3 syringes in lot 0338639 had foreign matter found in their packaging. The following information was provided by the initial reporter: "50 ml syringes has particulate matter inside the packaging."